Event description:
This atrial lead was implanted on (B)(6) 2010 and explanted on (B)(6) 2011 due to no capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).